Event description:
It was reported that a patient underwent a skin lesion excision on (B)(6) 2013 and suture was used. The needle pulled off the suture while being passed through the tissue. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The evaluation found the needle failed the needle pull test.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-07467. The same patient is represented in each medwatch.